Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that in an ophthalmic laser probe, the tip did not fit into the port during surgery. The procedure was successfully completed after replacing the product with another one. No patient harm was reported.

Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the lp was returned for testing. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the lot number was performed and a potential contributing factor to the reported complaint was identified. The complaint was determined to not be relevant to this investigation. A review for complaints reported against this lot number was performed. No similar complaints were reported for the product lot under investigation with the same event code. The lp was received for testing. A visual assessment of the returned sample revealed articulating tip damage. A fit check was performed with a trocar and found resistance and a nonconformity due to a bent tip. However, it remains inconclusive how or when the tip damaged happened. The root cause of the reported event is attributed to articulating tip damaged. However, it remains inconclusive how or when the tip damaged happened. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).